Event description:
The following has been reported: biomed reported: please find below the following issue for the pump, no harm of patient reported, nor an active infusion being stopped. Problem: pump problem. A preliminary review of the logs identified the following issue: processor hardware failure (linux core) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
Corrected section d to match gudid.

Event description:
The device was returned for a som crash. The pump was not able to be powered on during investigation due to physical damage. The customer supplied log files were reviewed which confirm a som crash had taken place.